Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8840, serial#: unk; catheter: model: 8731sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the patient presented to the emergency room presenting with symptoms of "overdose". The patient was recently seen by pain management doctor and "ose was changed". "Since that time, she repeatedly 'fell asleep' and became non-responsive". They attempted to contact the physician, but he did not have privileges at that hospital. The pump contained morphine, baclofen "and some other drugs in it". The patient was intubated and stabilized and was in the process of being transferred to another hospital. Additional information was requested but was not available at the time of this report.